Event description:
Physician deployed angioseal device. Physician states, "it failed, we had pulsating blood flow." Manual pressure applied to site for hemostasis. There were two other cases of failure, not reported at time of event, for a total of three cases, all of the same lot number. No adverse pt events due to device failure.